Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a battery crack was discovered on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.